Manufacturer narrative:
Concomitant products: dtba1q1 ICD, implanted: (B)(6) 2014; 429888 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient was seen in the emergency room after experiencing a syncopal episode. Interrogation revealed that the right ventricular lead had high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.